Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "patient with celect ivc filter, placed in 2009, failed attempt at retrieval 3 months later, found to be multiply fractured with 3 legs broken off- one deeply embedded in spine, one in a left hepatic vein, and one near the right costophrenic angle possibly in the liver and possibly outside the liver, but not clearly intravascular. One leg still attached deeply penetrated the aorta. Tip was embedded. Filter was removed with forceps, and the hepatic vein fragment was removed. The spinal fragment was retained as well as the costophrenic angle one." Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. It was reported that the filter was placed in 2009 and that a retrieval attempt 3 months later had failed. Now during retrieval it was found that 3 legs had broken off and that one was still attached deeply penetrating the aorta. The tip was embedded. The filter was removed with forceps and the 3 fractured legs were removed, too. No harm to the patient was reported and no information if patient had any symptoms. No imaging was provided and it is unknown, if the patient had any surgery/treatment or if any retrieval attempts had been made since 2009. It is assumed that the fractured legs were retrieved using endovascular procedure(s) and that the fourth leg penetrating the aorta was still attached to the filter and was removed too. However, based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter legs to fracture during the 9 years dwell-time, but it is noted that no harm to the patient was reported. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Registration no.: (B)(4). Corrected data compared : outcomes attributed to adverse event: life theatening, required intervention. Device available for evaluation: yes. Manfacturer name/address: (B)(4). (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [medwatch s. 1.pdf]

Event description:
Hhs/FDA sus voluntary report reference mw5081439 received (B)(6) 2018.